Manufacturer narrative:
Insulin pump passed the displacement test. Motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history check failed on startup alarms. Displayable history check failed on startup alarms due to a corrupted history file. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he kept receiving alarms on the insulin pump when he tried to fill the tubing during an infusion set change. The insulin pump alarmed no delivery, motor error, and motor position encoder error. Customer's blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.